Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was 180 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.